Manufacturer narrative:
(B)(4). The patient age is unknown, but it was mentioned that it is a neonate. The exact occurrence date is unknown; however the customer reported that it happened within the last two weeks. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link needle free IV connector became clogged after 3-4 days of continuous lipid infusion. This occurred during infusion with a syringe pump. The infusion rate is unknown; however, the customer stated that the approximate rate was 1-2 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.